Event description:
It was reported that during a recanalization procedure, the device was allegedly separated from the rest of the catheter. It was further reported that the separated part got stuck in the vessel. It was retrieved using snare kit. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. The medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. A physical investigation was performed for the catheter. The helix was broken at 20 cm distal. It can be confirmed that the helix was broken as reported by the customer and seen on the customer pictures. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiry date: 06/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified. As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, photo were provided for review. The investigation of the reported event is currently underway. The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. (Expiry date: 06/2024). Device pending return.

Event description:
It was reported that during a recanalization procedure, the device was allegedly separated from the rest of the catheter. It was further reported that the separated part got stuck in the vessel. It was retrieved using snare kit. There was no reported patient injury.